Event description:
Customer reported, the system is displaying a filament regulator error. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and replaced the backplane, the high voltage regulator board, and performed generator and filament calibrations. System operates as intended.